Event description:
It was reported that this insertable cardiac monitor (icm) had partially migrated out of the patient's body when they present to the clinic. The icm was explanted. The patient reported incisional pain. No new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. The current drain was measured and found to be normal. Testing was completed to assess sensing and device functionality. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this insertable cardiac monitor (icm) had partially migrated out of the patient's body when they present to the clinic. The icm was explanted. The patient reported incisional pain. No new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is report is being submitted to correct the patient codes (f10) in section f, for use by uf/importer and patient codes (h6) in section h, device manufacturers only.

Event description:
It was reported that this insertable cardiac monitor (icm) had partially migrated out of the patient's body when they present to the clinic. The icm was explanted. The patient reported incisional pain. No new device was implanted. No additional adverse patient effects were reported.